Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53 due to a software error. Device alarmed pump error 38 during the rewind sequence. Motor was tested outside of the device and passed, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple pump error. The customer's blood glucose level was 5.5 mmol/l. The customer was performed self test and a pump error occurred on screen and insulin pump restart. The insulin pump will be returned for analysis.